Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 11 mm proximal of proximal markerband and extending distally over the balloon material for approximately 62 mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2017 it was reported that balloon leak occurred. The target lesion was located in the iliac artery. A 10.0 x 40 75 cm mustang¿ balloon catheter was advanced for dilatation. When the device was inflated, it was noted that the balloon was leaking. The device had not been inflated beyond nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.